Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The device was plugged into the test esg-400 generator and no error messages were observed. The blue coagulation button was tested and found to have a ¿hair trigger¿ which required a very light touch to activate the coagulation function. The blue button was removed to reveal that the left dome switch is collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coagulation function to activate on its own.

Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during a laparoscopic gyn procedure, the cutting forceps would activate on its own without depressing the activation button. The nurse noted that this would occur if the device tips were pointing down. No error message was observed on the generator. There was no bleeding reported. The intended procedure was competed with a similar device. There was no patient injury reported.